Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving alerts. The device could not be interrogated and was found to be in backup vvi reset mode. A successful software download was performed, and the device was restored to normal operation. Patient's condition is good.